Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that a motor error was received during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 136 mg/dl at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.